Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting beep tones approximately 10 times per day for 3 weeks. No adverse patient symptoms were reported.